Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the pca syringe was discovered empty earlier than expected. Earlier in the evening at 9:30 pm, the pca syringe was to be changed, and a covering nurse changed the pca syringe and the primary nurse verified the pca concentration and settings. The syringe was expected to last 6 hours if all dosage parameters were utilized, and the syringe was found empty 2 hours after pca syringe change at 2330 pm. The settings were reviewed by two nurses and no discrepancies were identified. The event devices were sequestered and a new device was utilized to continue the infusion. No patient harm was reported to have occurred with the user stating that the patient was alert and oriented with stable vital signs after the event, and no adverse reactions were noted.

Manufacturer narrative:
The customer¿s report of a pca syringe emptying earlier than expected was confirmed. Analysis of the pca module event log showed that a bd 50ml syringe with a volume of approximately 41ml was loaded and the device programmed for ¿pca + continuous¿ mode, with a continuous rate of 12ml/hr and a pca volume of 8ml per dose. During the infusion 3 pca doses were delivered and the syringe emptied approximately 2 hours after the start of the infusion. The intended programming parameters were not provided, however with these programming selections, if only the continuous dose infused and there were no pca doses requested, the infusion would complete in approximately 3.5 hours, which is before the expected 6 hours that the customer had reported. Functional testing showed that the device was operating within specifications. The root cause of the syringe being discovered empty earlier than expected is user programming.